Event description:
Dealer stated that the pilot valve on an irc5po2v concentrator is not shifting fully. Per independent repair center statement, the unit was alarming or had a red light. The key failure was the pilot valve was not shifting. Additional malfunction was the hose clamp was leaking.